Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic during an episode of vt showing undersensing of slow vt due to a pseudo pseudofusion event causing competitive ventricular pacing. Patient was successfully paced out of vt. Programming changes were recommended. Device remains implanted. Patient was doing well after the event and will be monitored with routine follow up.